Event description:
During a cataract extraction procedure, the "phaco/frag circuit failure" prompt appeared. The unit was turned off then back on again. Another unit was used to complete the procedure.

Manufacturer narrative:
The replacement panel, phaco and bipolar cable assemblies were replaced due to heavy bss (balanced salt solution) residual contamination.